Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis, and the complaint was confirmed. The fenestrated bipolar forceps instrument was analyzed and found to have grip input disk and shaft #07 broken into pieces inside the housing. The parts of the input disk and shaft were not found in the housing. The part measures roughly 12.40 mm x 5.85 mm and 2.40 mm x 4.15 mm also the disk d = 18mm. Further inspection of the instrument was found to have hairline cracks on grip input disk #06. The cracks go from the input disk up to the shaft. As result of the broken input disk, the instrument has a dislodged grip cable axis #07 at the proximal end within the housing. Due to the dislodged grip cable proximal, the grip cable distal has come loose. For clarification, the customer reported complaint of broken cable was confirmed as a broken input shaft and related failures. The probable root cause is attributed to use and reprocessing conditions. The input disk can be susceptible to chemical or thermal stresses, which can result in the appearance of cracks in the ultem or peek material. Under repeated or prolonged chemical or thermal exposure cycles, these cracks can propagate into larger cracks and may cause the input disk to break and separate from the instrument. The probable root cause is attributed to a loss of cable tension. A cracked clamping pulley and/or input shaft can cause the cable to become dislodged at the proximal end. When the clamping pulley and/or input shaft is cracked, the cable can dislodge as the input could "slip" with respect to its internal shaft causing the loss of cable tension. A cracked clamping pulley and/or input shaft can be caused by improper cleaning or sterilization techniques used during reprocessing. A dislodged cable at the proximal end can then result in the cable becoming derailed or loose at the distal end.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.